Event description:
The account alleged the patient was hospitalized for 31 days and developed a pressure sore on the sacrum. The pressure sore was found on after the hill-rom bed had been in use for 3 days. The patient had 2 pressure sores on both heels and the patient developed pressure sores on their back.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.